Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The school nurse reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 160 mg/dl. The nurse states pump fell and screen is blank, and beeping, with the red light flashing. The customer was assisted with troubleshoot and customer reports display is flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.